Event description:
The customer contacted baxter's technical service center to report issue of a system error 2240, while on home choice (hc) device during drain 3 of 5. The home patient (hp) stated that he had disconnected and was not sure when he got disconnected. The hp did not reconnect to the hc device. The baxter technical representative (tsr) advised the hp to power cycle on hc to end therapy and advised to start over therapy with new supplies or finish with manual supplies. The hp decided to finish therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for se 2240 was confirmed. The cause was determined to be use error-patient disconnected form set during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.